Event description:
N/a

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record was unable to be completed as the serial number (B)(6) does not appear to be a valid integra identification number for product a2101. The unit was received with the shock cushion having moved forward in the handle and was impeding the handle from closing and holding properly. The unit was received with a competitor¿s transitional member that will be returned to the hospital. The shock cushion was worn and the adjustment wrench was missing. The reported complaint confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the bed attachment was not locking properly at the sliding bar and the locking lever. There was no known patient injury or surgery delay.